Event description:
Rec'd report of death during use of pacing catheter. A pt having a CABG procedure performed had a pa line inserted by an anesthesiologist prior to the procedure. It was placed without problem. During the procedure, slightly less than 1 min after the pt came off bypass, pink, frothy secretinos were noted from the et tube. The pt was reintubated by the anesthesiologist. The surgeon was unable to locate any bleeding site, but made a few blind sutures to the possible suspect area. An unsuccessful attempt was made to resuscitate the pt, and he expired.

Manufacturer narrative:
The sample was not returned for analysis.